Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharging antenna the gray cord is damaged and wire is exposed. It has been damaged for a little while. Just recently to the point in the past 6 months it won't hold a charge that long. The recharger won't charge past a quarte of the way, so they can't fully charge their neurostimulator. Sent request to repair to relace the recharge antenna and the ac/dtc. 2026-may-12 (B)(4) (con): additional information has been received that they attempted to charge the recharger but the device was still not charged after having it plugged into the wall. Caller stated that the replacement desktop charger (dtc) did not resolve the issue. Agent sent message to the field to transition the patient to the wr. 2026-may-15 (B)(4) (con): additional information has been received that the replacement dtc and antenna did not resolve the issue. The caller stated that the patient has been unable to charge the implantable neurostimulator (ins) for almost a week. Caller has not heard from a manufacturer rep to transition the patient to the wr. Caller mentioned that they sent a message to the patient's hcp a couple of weeks ago but haven't heard back.